Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies to address occlusion alarms, but alarms continued during the first event. During system check with tandem technical support (cts), it was confirmed that occlusions were related to the cartridge. Customer changed cartridge, and resumed insulin delivery. For the second event, customer declined system check with cts. Customer reportedly changed supplies to address occlusion alarms. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 206 mg/dl.